Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. Fse was able to confirm complaint. Failing extended self test on patient circuit test. Error code 2110 which instructs to replace circuit, check exhalation filter, or replace check valve 3. Fse switched circuits (still failed), switched exhalation filter (still failed). So fse decided to replace cv3. Replaced cv3 and est passed. Went through full performance assurance, all tests passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Field service engineer(fse) reported error code check valve 3 (cv3) leak (2110) during preventative maintenance (pm). There was no patient involvement.